Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2021, it was observed that the tip of the arthroscope, 4.0mm, 30 deg, 175mm device had a scratch, a large piece missing and a prominent dark spot when looking through the eyepiece. Another like device was used to complete the procedure. There were no patient consequences nor surgical delay reported. No additional information was provided.